Event description:
Additional information received indicates that the current of injury was low.

Manufacturer narrative:
The reported events of unspecified sensing issue, inadequate capture, and unspecified current of injury issue could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. No anomaly was noted; the device passed all tests. Further analysis was performed, including output/capture, sensitivity verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that despite multiple attempts to implant at multiple locations, the physician was unable to get good sensing, capture threshold, and current of injury. The ralp was not used, and the physician elected to complete the procedure with a transvenous pacemaker. The patient was stable following the procedure.